Event description:
Caller reported that customer was unable to test because the "test does not start after sample application" and on an unknown date in (B)(6) 2012 experienced symptoms that were described as "trembling and incoherent". It was further reported that customer did not self-treat, paramedics were called and treated customer with (unknown) "injection and candy". There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
Note: the device manufacture date is unknown. Note: the exact date of the medical event is unknown. It is known that the medical event occurred in (B)(6) 2012 is entered. All pertinent information available to abbott diabetes care has been submitted. (B)(4).